Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Customer reported that when the device was inserted into the pt the device gave erratic readings, both negative and positive. After 2-4 days the device was removed and the tip was fractured. Customer not sure if it occurred during implant or explant. Part of the tip remained in the pt's head and needed to be surgically removed.